Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a device alert and went into backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found water accumulating in the tubing coming from the humidifier and the exhalation filter. The se replaced the exhalation valve and the unit passed all testing, operates within the manufacturing specifications.

Manufacturer narrative:
Product analysis: an exhalation valve module (evm) assembly was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis and functionality testing was performed; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.